Event description:
Reportedly, on (B)(6) 2015, the patient went to the hospital because he had received the ICD shocks. The device check was performed and it was reportedly suspected that the device delivered 23 inappropriate shocks due to noise sensing. The ICD lead impedance and coil continuity were measured and all obtained values were normal. However, noise sensing was observed during the sensing test. The ICD therapy for tachycardia was programmed to off on that date. The re-intervention was performed on (B)(6) 2015 and the device and lead (non-sorin lead) were replaced. The subject ICD was discarded and will not be returned for analysis.

Event description:
Reportedly, on (B)(6) 2015, the patient went to the hospital because he had received the ICD shocks. The device check was performed and it was reportedly suspected that the device delivered 23 inappropriate shocks due to noise sensing. The ICD lead impedance and coil continuity were measured and all obtained values were normal. However, noise sensing was observed during the sensing test. The ICD therapy for tachycardia was programmed to off on that date. Re-intervention was performed on (B)(6) 2015 and the device and lead (non-sorin lead) were replaced. The subject ICD was discarded and will not be returned for analysis.

Manufacturer narrative:
(B)(4).